Event description:
It was reported that additional episodes of post-paced t wave oversensing were observed on the device. Reprogramming was performed to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that post-paced t wave oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.